Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump buttons are not responding and having no delivery alarms. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump is not being replaced and is not expected to return for analysis. No further details are given.